Event description:
It was reported that the reusable rigid endoscopic tissue manipulation forceps tip was loose and had to be pinched together in order to insert it into the shaft. The jaws were slightly bent, and the teeth were not properly aligned. One side of the linkage pin securing the jaws was found to be broken, causing the jaws to become loose.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: tip was loose and had to be pinched together in order to insert it into the shaft. The jaws were slightly bent, and the teeth were not properly aligned. One side of the linkage pin securing the jaws was found to be broken, causing the jaws to become loose. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set up for an unknown procedure, the tip broke off the insert on assembly. The tip was loose and had to be pinched together to get it into the shaft. There was no reported patient harm or injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.